Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that the arthroscopic bone burr leave hundreds of small metal fragments behind in the patient. It is unknown if there was a back-up device available or if there was a surgical delay. No further complications reported.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, instruction for use review, risk management review, could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states that the burrs and blades are manufactured and intended as externally communicating devices; therefore, long-term implantation data is not available. The material composition would be surgical stainless steel, however, without the actual product identifier(s), the exact composition of the externally communicating devices cannot be confirmed. Although side-loading is a known factor which can contribute to metallic flaking/shedding, definitive contributing clinical factors cannot be concluded based on the limited information provided from the medwatch form and a device malperformance cannot be confirmed. The current patient status is unknown and the patient impact beyond the reported foreign body debris/non-implantable foreign body in patient cannot be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.